Event description:
It was reported that the ventricular lead exhibited loss of capture on a holter monitor. Fluoroscopy was performed, and did not reveal dislodgement or perforation. Lead impedance was normal and sensing values followed trending. The physician elected to replace the ventricular lead.

Manufacturer narrative:
Na